Event description:
Reporting status: death. Reporting rationale: thrombosis; patient death. Device issue: none. It was reported that after successfully negotiating the cross-it 200 guide wire, a 2.5 x 15 mm rx voyager was used for predilation. An attempt was made to cross the lesion with the xience v 3.0 x 28 mm after predilation, but as the lesion was chronically, totally occluded and heavily calcified, it could not cross the lesion. The stent delivery system was withdrawn. Dilatation was performed again and another attempt was made to cross with the xience v 3.0 x 28 mm; however, it still could not cross the lesion. The procedure continued for four hours in an attempt to treat the patient; however, thrombus formed in the left main and it was reported that the patient died on the table. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion: product performance engineering reviewed the incident information. There was no information about the condition of the vessel proximal to the lesion being treated, but it is possible that there was some disease/plaque in the proximal vessel that was disrupted during the procedure that made it more vulnerable to thrombus formation during the lengthy procedure. In this case, the thrombus likely led to the patient death. A product related contributing factor for the thrombus formation and death was not found and a conclusive root cause for the patient effects could not be determined. A second device, cross-it is indicated in b5 and d11 and is being reported under manufacturer number 2024168-2007-00468.